Event description:
During extraction of the balloon catheter and the guidewire from the vessel, the distal tip of the stabilizer, approximately 2.0 cm. Separated and remained very distally in left internal mammary-vessel.